Event description:
Per reporting staff, after intubation, it was noted that the air cuff was not holding air. Patient required emergent reintubation. Tube changed out using glidescope and bougie. At no time was the patient desaturating.